Manufacturer narrative:
E1(event site telephone: (B)(6). Additional point of contact (B)(6).

Manufacturer narrative:
During a preventative maintenance (pm) service, the getinge field service engineer (fse) discovered fault codes 111, 112 and 124. The fse resolved the fault code # 124 by calibration. Unrelated to the reported issue in question, the fse resolved the fault codes 111 and 112 by replacing the executive processor pcb and coil cable, as well as by calibration. The fse then tested the unit without any further failures. Furthermore, the fse replaced the safety disk and tidal disk which had exceeded manufacturer's requirement, as well as the 9 volt battery that was due to expire. Moreover, the fse replaced the doppler tether due to cosmetic appearances. The fse then performed pm service, calibration, all functional and safety checks to meet factory specifications. The iabp was then released to the customer for return to clinical service. (B)(6).

Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) continuously alarmed fault code # 124, during testing, as well as after restarting the unit. It was further reported that the alarm was caused by the sudden shutdown. Moreover, it was reported that the iabp unit also alarmed fault code # 111 and fault code # 112. There was no patient involvement, and no adverse event reported.